Manufacturer narrative:
We received one bipolar pacing catheter with a monoject limited volume at 1.3ml syringe for examination. The reported event of not successfully conducting impulses was confirmed. A visual examination was performed and the catheter body was found to be in good condition. There were no kinks or indentations observed. The balloon inflated clear and concentric and did not leak. Continuity testing confirmed an intermittent open condition of the proximal electrode. The distal electrode circuit was found to be continuous. A cut down of the catheter body was performed just proximal of the proximal electrode to expose the pacing lead wires. The proximal circuit was found confirmed to be intermittent at the proximal electrode. A review of the manufacturing records indicated that the product med specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
It was indicated that the staff were attempting to use this catheter as a temporary pacing catheter with an external pacing box. The impulses sent from the temporary pacing box was not sensed in the catheter electrode tip. No patient complications were reported.